Event description:
(B)(4) study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 20 mm. There were no patient complications that were reported to have occurred. Prior to the procedure, aspirin was administered and after the implant the patient was continued on aspirin. 1023 days post procedure, the patient was admitted to the hospital with a headache and short lasting paresthesia of the right hand for 10 minutes. Magnetic resonance imaging was performed which revealed small area infarcts in the left media stromal area, primarily of embolic origin. Ultrasound of non-cardiac structures, lab tests and eeg was also performed as diagnostics. The patient was diagnosed with an ischemic stroke. The patient was treated for this event and three (3) days later the event was considered resolved and the patient was discharged home.